Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. Patient's mother did not calibrate according to user guide recommendations. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).